Manufacturer narrative:
The referenced admission for recurrent melena from (B)(6) 2016 to (B)(6)2016 is reported on medwatch MFR report #2916596-2016-01700. Approximate age of device: 90 days. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital with recurrent melena, lightheadedness and fatigue. On admission, the patient¿ s inr was 2.04 and hemoglobin was 8.1 g/dl, which was approximately the patient¿s baseline hemoglobin. The day prior to being admitted, the patient reportedly held coumadin and had no further complaints of melena. Gi was consulted and the patient underwent a push enteroscopy on (B)(6) 2016, which showed no evidence of bleeding. It was reported that the patient was not given any blood products. A resolved date of (B)(6) 2016 was provided.

Manufacturer narrative:
The patient remained ongoing on heartmate ii lvas, serial number (B)(4), until the patient was transplanted on (B)(6) 2017. There is no product available for evaluation. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.